Event description:
It was reported that the device illuminated the service icon and logged several event codes in the memory. There was no patient use associated with the event. Physio-control's investigation found a critical failure that would inhibit defibrillation therapy delivery.

Manufacturer narrative:
(B)(4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of the failure to be an electrical short between pins 5 and 9 of a diode, designator cr30. The diode failure affected defibrillation therapy delivery.